Event description:
It was reported that during a shoulder instability surgery the tip of the inserter shaft broke off and the part of the tip remained in the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. It is currently not known if a second surgery will be necessary.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken inserter tip. However, without return of the device for physical evaluation, the cause cannot be confirmed. Most likely cause can be attributed to prying/leveraging the device during insertion.